Event description:
Event: partial jacket retraction. Event narrative: it was reported that while unjacketing the device, the jacket partially unjacketed and tore near the jacket lock knob. The sheath used on the ipsilateral side was long enough to be above the bifurcation, therefore the device was removed through the sheath without injury to the pt. A second device was implanted successfully.